Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report recevied of an 840 ventilator becoming inoperable. Patient involvement information was not provided by the customer..